Event description:
It was reported that when the patient was swimming in a pool the device and lead delivered inappropriate shocks. The shocks were due to electromagnetic interference that caused oversensing. It was noted that pool light was on but it had not been working in the past. The shocks subsided when the patient exited the pool. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.